Event description:
The customer was hospitalized for high bgs. The customer's bgs were high since two days before the hospitalization. The customer was vomiting. The customer never changed the infusion set during the high bgs; it was changed in the hospital. Troubleshooting was performed. The pump passed all the functional testing.